Event description:
It was reported that the automatic implant detect functionality was always in progress and would not complete on the implantable pulse generator (ipg). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.